Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon ¿camera head was not recognized and image was not displayed¿ occurred because a failure occurred in the video functions due to faulty ccd (charge-coupled device). However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The processor was not responding when plugged in due to a faulty cable. Additionally, as noted, a broken/corroded pin was found on the charged coupled device unit, compromising the connection. The subject device also failed the leak test on the video side, and the rear cover label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not responding when the camera was plugged in during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that one of the pins on the charged coupled device unit was broken and corroded. This report is being submitted to capture the damaged connection point found during the device evaluation.